Manufacturer narrative:
Evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitant item. Details of the evaluation are attached in investigation for the primary product.

Event description:
It is reported by the surgeon of the hospital, that the drill was reaming past the nail. Guiding of the drill was not congruent. Prior surgery the device was checked an everything works fine. Stryker sales rep was present during procedure. Procedure completed successfully with a new nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that the drill was reaming past the nail. Guiding of the drill was not congruent. Prior surgery, the device was checked and everything works fine. Stryker sales rep was present during procedure. Procedure completed successfully with a new nail.